Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported malfunction (e315) error was not reproduced during inspection. In addition, the following reportable malfunctions were identified during the device evaluation: light guide lens has corrosion. However, the root causes could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope incompatible scope error (e315) occurred. The event occurred during reprocessing. There were no reports of patient involvement.